Manufacturer narrative:
This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient returned to the operating room on (B)(6) 2016, a few hours post surgery for medistinal bleeding. Surgically repaired and 4 units of prbcs [packed red blood cells] were given. Atrial fibrillation also occurred. Patients disease etiology is endocarditis and degenerative myxomatous. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review of the available information of the on-x prosthetic heart valve anatomic suture ring post-market study was performed. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. As reported in the post-market study, the patient, 55 year old male, degenerative/myxomatous and endocarditis disease etiology, nyha IV, mixed lesions with no previous history of cardiac surgery, implanted with onxan or onxane model on-x valve in the aortic position returned to or ¿few hours post surgery for mediastinal bleeding-surgically repaired and 4 units prbcs given. Afib also occurred.¿ a permanent pacemaker (ppm) was not implanted. No other information is available following these observations as the protocol limits adverse events reporting to 14 days postop. The aats/sts guidelines for reporting mortality and morbidity after cardiac interventions define the implantation of a permanent pacemaker or defibrillator within 14 days after surgery as a major valve-related event [akins, 2008]. So, although this patient suffered arrhythmia postoperatively, they received neither a pacemaker nor defibrillator ¿ the event is not classified as a major valve-related adverse event per the guidelines. Nevertheless, the instructions for use (IFU) lists cardiac arrhythmia as a potential complication following aortic valve replacement. Postop arrhythmias are a common sequela of open heart surgery and are not specific to the on-x valve. Excessive mediastinal bleeding after cardiopulmonary bypass is one of the most frequently reported complications of cardiac operations [hartstein]. Bleeding is a recognized potential complication for mechanical valve recipients [instructions for use] and is not uncommon during open heart surgery. Bleeding and arrhythmias are known potential complications following aortic valve replacement surgery. However, there is no information available to indicate that the reported events were related to the on-x valve. No further action is required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient returned to the or on (B)(6)2016, a few hours post surgery for medistinal bleeding. Surgically repaired and 4 units of prbcs [packed red blood cells] were given. Atrial fibrillation also occurred. Patients disease etiology is endocarditis and degenerative myxomatous. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.